Event description:
It was reported that during the implant procedure the helix would not extend/retract. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) full lead returned to manufacturer for analysis. No anomalies found, but blood noted on helix mechanism. The analysist indicated that they found no problem with extending and retracting the helix.